Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 15-feb-2028, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 15-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-08: information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the event involved an implantable neurostimulator, specifically the intellis adaptivestim pain model, and associated leads. It was reported that there were lead issues. The patient was alive with no injury reported. The devices remained implanted and in service. The issue was resolved. No patient complications have been reported as a result of this event. 2025-feb-10: additional information was received from the manufacturer representative (rep). The rep became aware of the lead issues on 2/6/2025. The lead issues were clarified to mean the patient was unable to adjust their stimulation intensity, as they were getting out of regulation. The rep interrogated their system, and they had high impedances on the 0-7 lead. The patient first started experiencing these issues sometime on (B)(6) 2025. The cause was not determined, and the patient was reprogrammed using lead electrodes 8-15. The issue was resolved.